Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation findings, it is likely that residual anti-foaming agents and other chemicals from the procedure were not fully removed due to inadequate cleaning, specifically, the exterior surface was not wiped thoroughly, and the internal channel was not properly cleaned using appropriate methods such as solution delivery and brushing. However, the root cause could not be definitively established. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-290 series IFU operation manual ¿chapter 3 preparation and inspection_3.3 inspection of the endoscope/3.8 inspection of the endoscopic system¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, a foreign matter was found coming out of the air supply / water supply nozzle. There was no patient involved.